Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve injury was confirmed when the patient moved during ablation of the right superior pulmonary vein. The phrenic nerve could not be captured at the end of the procedure. An update was received one week post-procedure that the paralysis of the diaphragm was still remaining but was showing signs of improvement.